Event description:
It was reported that a small dent was observed on the pulse generator can prior to implant. Electrical values were normal and the device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.